Manufacturer narrative:
Another system checkout was completed to complete the install of the winch upgrade kit. Several small cuts were noticed on the door cable. The tracker on the left and right side were re-calibrated due to their removal for the installation of the winch upgrade. The imaging system then passed the system checkout and was found to be fully functional. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the doors would not open fully. There was a large squeaking noise from the winch motor. The winch drive torqued out at 50% door open and there was a slight degradation of the cable. The doors would open only halfway then jam. A new upgrade winch was installed. The medtronic representative (mr) was unable to remove the existing extension bracket and had to cut into the screws to allow for removal. The door continued to jam at the top dead center. The open/close functions were ok, but the doors would not fully open. The mr adjusted the tension balance on the newly installed winch. The door jam was resolved. The covers were reinstalled, the damaged rotor cw home sensor tab was adjusted and the door was run through many cycles. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that at the end of the case, when the site went to pull the imaging device out, it would not open all the way. The site was able to get it from around the table and the patient, tried several times after to open it fully , but it would not. The medtronic representative and the radiologic technologist (rt) tried several time. There was no patient present when this issue was identified.